Event description:
During the previous follow-up, approximately seven months ago, the battery longevity showed less than two years until elective replacement indicator (eri). However, during the most recent follow-up, the battery was now at eri. Premature battery depletion was suspected. Device replacement is anticipated. The patient was stable.

Event description:
New information was received indicating the device was explanted and replaced. The patient was stable.

Manufacturer narrative:
The reported event of premature battery depletion was not confirmed. The device was received with battery voltage at elective replacement level which was reached post-explant. Device image indicated that auto-capture was enabled and operated in high output mode at times consistent with the false replacement alert triggered in the field. When automatic settings are programmed, such as auto-capture, the device output would adjust itself to accommodate the patient¿s needs for pacing and thus affect the estimated longevity of the device. Analysis performed, in nominal settings, and at various outputs, did not find any anomalies. Longevity assessment was performed, and the device exceeded projected longevity based on field settings indicating normal battery depletion.